Manufacturer narrative:
Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retentions were visually inspected with the hemogard closure and stopper assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure and stopper assembly to not be applied correctly. 10 retention samples were functionally tested with all weights being within specification limits and no issues with the hemogard closure and stopper assembly being loose or popping off after the testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The root cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. This is report (8 of 9). The following information was provided by the initial reporter. The customer stated: "we are experiencing stoppers popping off."